Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. The following information was provided by the initial reporter: customer is reporting tubes are over filling. Customer stated their na citrate tubes over filling. 1000-1500 tubes were sequestered.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples by functional testing. No issues were observed relating to overfilling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfilling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.